Event description:
The customer reported that their 4k autoclavable camera head device did not produce an image. Upon the receipt and inspection of the returned device, it was discovered that there was a pinhole leak in the video cable. There were no reports of patient or user harm associated with this event. This report is being sent to capture the reportable malfunctions both initially reported as well as discovered during the device evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, a pinhole leak was discovered in the camera cable. The customer's originally reported issue of no image was confirmed. The following additional findings were also noted: rear cover label faded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.